Event description:
Customer alleges inaccuracy with inratio.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the 1st and 2nd data sets, the readings are considered inaccurate based on "area outside the acceptance region" table. For the 3rd data set, both inratio and lab value is not within the confidence limits. The results are considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is required at this time.